Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose range 400 mg/dl. The customer experienced different blood glucose level of 218 mg/dl and 300 mg/dl. The customer did not experience any symptoms or treatment such as result of high blood glucose event. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis.